Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to transmit electronic data. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to transmit electronic data. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly and battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness and power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to transmit electronic data. There was no patient use associated with the reported event.